Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced adhesive failure on (B)(6) 2026, as five infusion sets did not adhere and were pulled out when the tubing caught on the patient's belt. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(6) device 3 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.